Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient underwent a revision procedure to add a lead on (B)(6) 2021 to give dtm stimulation. The surgery was complicated by the occurrence of liquid leakage. Post-operatively, headaches rapidly developed. There was a csf leak at the lumbar site, which was seen trough trajectory of needle. On (B)(6) 2021 an epidural blood patch was placed. The outcome was resolved without sequelae. Etiology was related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID: 977a2, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: 14-may-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 977a2, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: 14-may-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient underwent a revision procedure to add a lead on (B)(6) 2021 to give dtm stimulation. The surgery was complicated by the occurrence of liquid leakage. Post-operatively, headaches rapidly developed. There was a csf leak at the lumbar site, which was seen trough trajectory of needle. On (B)(6) 2021 an epidural blood patch was placed. The outcome was resolved without sequelae. Etiology was related to the implant procedure.